Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. The complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. No serial number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported events could not be identified. The study itself does not further investigate the mentioned post-operative events and does therefore not indicate a root cause either. The manufacturer internal reference number is: (B)(4).

Event description:
A comparative study between the photorefractive keratectomy and laser-assisted in situ keratomileusis in that a non-healthcare professional reported patient has experienced corneal haze with symptomatic decrease in visual acuity for which patient taken steroid in the unknown eye after six months of photorefractive keratectomy surgery. Citation: curca, p.f.; tataru, c.I.; sima, g.; burcea, m.; tataru, c.p. Advances in transepithelial photorefractive keratectomy versus laser-assisted in situ keratomileusis. Diagnostics 2024, 14, 481. Https://doi.org/10.3390/diagnostics14050481.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).